Event description:
While servicing the device, philips authorized service personnel (asp) discovered that the capacitor was damaged. The internal wires on the terminal cable were exposed. There was no patient involvement.